Event description:
Boston scientific received information that during a device upgrade procedure, high shock impedance measurements, greater than 200 ohms were observed when connecting the right ventricular (rv) lead to the new device. Nothing unusual was observed from fluoroscopy. A new rv lead was implanted with the device and normal impedances were confirmed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.